Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe was accessed and the plunger portion was pulled, but the sterile water did not return from the foley catheter, so forced it by applying negative pressure.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 silicone foley catheter. No visible obstructions present along inflation valve. Functional evaluation noted inflated catheter with 10 ml methylene blue solution 3 drops 1 percent aq methylene blue per 100ml distilled water. During inflation asymmetrical balloon was present with ratio of 100:0. Attempted to deflate balloon passively and 1ml withdrew passively under 5 minutes. Solution was withdrawn by aspiration successfully. Replaced valve with in house valve and attempted inflation and deflation of catheter balloon. Catheter balloon inflated with no difficulties however 0ml passively under 5 minutes. Solution was withdrawn by aspiration successfully. Dissected balloon and it was found that the notch was not perforated. Also received 3 photo samples. First photo sample shows top view of catheter. Second photo sample shows end of catheter with deflated balloon. Third photo sample zooms in on inflation cap. Based on physical sample received and does not meet specifications, which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." As no perforation was present on catheter this can further lead to asymmetrical balloon present therefore an additional complaint was not opened. The root cause for the reported event is due to the notch not being perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe was accessed and the plunger portion was pulled, but the sterile water did not return from the foley catheter, so forced it by applying negative pressure.